Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complications after surgery (after essure insertion): severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient is 215 lbs. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge and / or infection"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, weight fluctuation, headache, vaginal infection, vaginal discharge, fatigue, migraine, nausea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: previously follow up essure removal date was (B)(6) 2016. This date was updated to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, tubes were blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events migraines, nausea, weight gain and pain lower abdominal was added. New reporter and product information was updated. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complications after surgery (after essure insertion): severe pelvic pain/pain"), device breakage ("essure from left fallopian tube" is a fragmented metallic coil") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient is 215 lbs. Previously administered products included for an unreported indication: imitrex. Past adverse reactions to the above products included rash with imitrex. Concurrent conditions included obesity, urinary tract infection (site unspecified), paresthesia (left arm), mood altered, bloating and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge and / or infection"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, weight fluctuation, headache, vaginal infection, vaginal discharge, fatigue, migraine, nausea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: -operative note: revealed fresh designated "essure from left fallopian tube" is a fragmented metallic coil that aggregates to 1.5 x 0.6 x 0.2 cm. "Essure from right fallopian tube" is an intact metallic wire that measures 6.5 cm in length and 0.2 cm in diameter. There is no soft tissue present or submitted; it is for gross examination only. Previously follow up essure removal date was (B)(6) 2016. This date was updated to (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube occlusion pregnancy test urine - on (B)(6) 2015: negative. On (B)(6) 2015, pain: 4-5/10. On (B)(6) 2015, us transvaginal revealed nonspecific 3 mm too small to characterize with certainty cyst like lesion in the posterior myometrium, prominent sub serosal vasculature is nonspecific, although pelvic venous congestion syndrome cannot be excluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fragmented metallic coil (device breakage), abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event: essure from left fallopian tube" is a fragmented metallic coil was added. Essure lot number was added. The case is medically confirmed. Her historical condition and concurrent condition were added. Lab data was added. On (B)(6) 2018: non significant clinical information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complications after surgery (after essure insertion): severe pelvic pain/pain"), device breakage ("essure from left fallopian tube" is a fragmented metallic coil") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient is 215 lbs. Previously administered products included for an unreported indication: imitrex. Past adverse reactions to the above products included rash with imitrex. Concurrent conditions included obesity, urinary tract infection (site unspecified), paresthesia (left arm), mood altered, bloating, endometriosis and bipolar affective disorder since 1995. Concomitant products included bupropion (wellbutrin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge and / or infection"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, weight fluctuation, headache, vaginal infection, vaginal discharge, fatigue, migraine, nausea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: -operative note: revealed fresh designated "essure from left fallopian tube" is a fragmented metallic coil that aggregates to 1.5 x 0.6 x 0.2 cm. "Essure from right fallopian tube" is an intact metallic wire that measures 6.5 cm in length and 0.2 cm in diameter. There is no soft tissue present or submitted; it is for gross examination only. -previously follow up essure removal date was (B)(6) 2016. This date was updated to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2015: negative. On (B)(6) 2015, pain: 4-5/10. On (B)(6) 2015, us transvaginal revealed nonspecific 3 mm too small to characterize with certainty cyst like lesion in the posterior myometrium, prominent sub serosal vasculature is nonspecific, although pelvic venous congestion syndrome cannot be excluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fragmented metallic coil (device breakage), abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2017: correction: company causality comment was amended. Updated quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced complications after surgery (after essure insertion): severe pelvic pain and excessive bleeding (seen as genital bleeding). She underwent a removal of the essure device. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complications after surgery (after essure insertion): severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), headache ("headaches"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge and / or infection") and fatigue ("fatigue"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, weight fluctuation, headache, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, weight fluctuation, headache, vaginal infection, vaginal discharge and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was satisfactory placement, both tubes occluded (normal). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from an other lawyer: essure implanted on (B)(6) 2014 for permanent contraception, hsg with satisfactory result, essure removed on (B)(6) 2016, the previously reported "complications" were now specified: "severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, dyspareunia, weight fluctuations, headaches, vaginal discharge and/or infection and fatigue"considered all related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced complications after surgery (after essure insertion): severe pelvic pain and excessive bleeding (seen as genital bleeding). She underwent a removal of the essure device. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.